Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. The patient underwent a skin debridement (date not reported). Subsequently on (B)(6) 2015 the patient underwent an abutment to magnet revision surgery. The implanted device remains.